Manufacturer narrative:
(B)(4). (B)(6). Reporter¿s complete mailing address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was not functioning, the magnetic coupling was defective and the oscillating drill mode was not working. It was also noted that the device failed pre-test for status of development, function with power module and handpiece. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that the battery handpiece device and lid device were getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.